Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of post-paced t-wave oversensing. Programming changes were recommended, but not made at this time. The patient will continue to be monitored.